Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead was exhibiting failure to capture. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.